Manufacturer narrative:
The third party service agent evaluated the device and verified the reported issue. The third party service agent replaced the lid reed switch per technical service update (tsu) 356 and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control  continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
A third party service agent contacted physio-control to report that a customer's device would no longer give voice prompts when powered on. There was no patient use associated with this event. Without audible voice prompt instruction, the user may not be able to follow directions to provide defibrillation energy if needed.